Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). DHR review. Part number: 357.372. Synthes lot number: ft00207. Supplier lot number: n/a. Release to warehouse date: 08-nov-2016. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned inserter was examined and the complaint condition was able to be confirmed as the locating pin in the alignment indicator was found to be broken. Additionally witness marks consistent with impaction were noted on the indicator stems and device handle. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. The returned inserter was examined and the complaint condition was able to be confirmed as the locating pin in the alignment indicator was found to be broken flush with the alignment indicator body. Additionally, witness marks consistent with impaction were noted on the indicator stems and device handle. Based on the complaint description, the failure occurred when the alignment indicator was struck with a hammer intraoperatively. The complaint condition was able to be replicated as the alignment indicator was able to freely rotate about the inserter. Relevant drawings for the returned instrument was examined: top-level and alignment indicator. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. As no serious injury was reported, no dcrm calculation will be performed for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, a titanium trochanteric fixation nail (tfn) nail procedure was being performed for a proximal femur fracture where the helical blade inserter malfunctioned. The surgeon hit with the hammer and one shot striked the little "t" on the handle. Now, the "t" rotate freely around the handle. The procedure was completed with the same part. There was no surgical delay and procedure was completed successfully. Patient status was reported as fine. This is report 1 of 1 for (B)(4).